Manufacturer narrative:
This product is registered as a combination product. The manufacturing date of the device was unavailable. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient received a vibratory alert. It was found that the atrial lead impedance was low and out of range and noise was reported on the lead. No intervention was performed. The patient was in stable condition.